Event description:
Same case as MDR ID#: 2134265-2013-06624. (B)(4) study. It was reported that following a percutaneous coronary intervention, myocardial infarction occurred. In october 2012 the subject presented due to unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion # 1 was a de novo long lesion located in the mid left anterior descending(lad) artery extended to distal lad with 90% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using 3.00mm x 16 mm and 2.25mm x 28 mm promus element plus stents. Following post dilatation, residual stenosis was 0%. One day post index procedure the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013 the subject presented due to worsening coronary artery disease and was hospitalized on the same day. Elevated cardiac enzyme values were observed and event of myocardial infarction (mi) was reported (peak ck- mb= 5.90 ng/ml, uln=2.90 ng/ml; troponin t =0.033 ng/ml, uln=0.009 ng/ml). Intervention was performed to treat the event. The event was considered as not resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the 95% lesion located in the mid left anterior descending (lad) artery was treated using 3-vessel coronary artery bypass graft (CABG) surgery. Medication was also given to treat the event of myocardial infarction (mi). In (B)(6) 2013, the event was considered resolved and the subject was discharged.